Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number unknown. At 06:32 am, the meter result was 2.1 inr. At 06:38 am, the meter result was 2.9 inr. At 06:45 am, the meter result was 3.0 inr. At 06:47 am, the meter result was 2.6 inr. The same finger was used for this result as was used for the result of 3.0 inr. Customer's therapeutic range is 2.0-2.6 inr.